Event description:
Reporter claims the pin holes are enlarged causing pins to fall out. When end user braces himself on the arm to position himself, the arms fall off and end user falls out of chair. No injuries reported.